Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and passed sterilization testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that on (B) (6) 2010, during an implant procedure, the pt stopped breathing as the doctor inserted the epidural needle. The pt was flipped over and intubated. The doctor closed the incision and aborted the case. The lead was not implanted. On 05/04/2010, it was reported that on (B) (6) 2010, the pt developed a wound infection and was hospitalized for 3 days. The pt has since been released and is doing well.